Manufacturer narrative:
(B)(40 diabetes mellitus is a known cause of hypoglycemia and seizure. H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values after the sensor was inserted in the abdomen. The patient was in mexico at the time of event. The patient noted inaccuracies occurring with 30-40 mg/dl difference between bg and estimated glucose value (egv). The patient noted that the day prior to the call, he had a seizure on (B)(6) 2024. He had symptoms of hypoglycemia and attempted to treat with carbohydrates but had dizziness and began convulsing and his head. He also reportedly had arm paresthesia. The behavior of the display device at that time was not documented. The patient was noted to have been trending hyperglycemic prior to the episode. The day of the event, the device had been giving him high readings. The egv was not specified. He had been manually checking his bg and it was 30-35 mg/dl lower than the egv, although values not specified. The patient had reportedly been dosing insulin off the egv rather than the bg which resulted in hypoglycemic shock. The patient reportedly described jumping egvs. At one point, the egv was described as 300 down to 70 mg/dl at the next reading, then to 350 and down to 80 mg/dl. The patient reportedly bottomed out during the spell; however, the egv at the onset of symptoms was not provided. The patient described a value of 32 mg/dl. Of note, the display device will not show an egv of 32 mg/dl. The display device will show the word "low" for egv 39 mg/dl and below. The reversal of hypoglycemia was not described. The patient was not evaluated at a higher level of care. At the time of the report, the patient was okay with foggy speech. The patient intended to visit a hospital the day of the call. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 30-40 mg/dl difference. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) this is 1 of 2 allegations of inaccuracies. The patient reported 2 instances in which each event has similar details as the patient does not recall but occurred on the same date. Please see the following related complaint record (B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data. H11 additional narrative

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values after the sensor was inserted in the abdomen. The patient was in mexico at the time of event. This report is to capture the first incident that happened the same day. The patient noted inaccuracies occurring with 30-40 mg/dl difference between bg and estimated glucose value (egv). The patient noted that the day prior to the call, he had a seizure on (B)(6) 2024. He had symptoms of hypoglycemia and attempted to treat with carbohydrates but had dizziness and began convulsing and his head. He also reportedly had arm paresthesia. The behavior of the display device at that time was not documented. The patient was noted to have been trending hyperglycemic prior to the episode. The day of the event, the device had been giving him high readings. The egv was not specified. He had been manually checking his bg and it was 30-35 mg/dl lower than the egv, although values not specified. The patient had reportedly been dosing insulin off the egv rather than the bg which resulted in hypoglycemic shock. The patient reportedly described jumping egvs. At one point, the egv was described as 300 down to 70 mg/dl at the next reading, then to 350 and down to 80 mg/dl. The patient reportedly bottomed out during the spell; however, the egv at the onset of symptoms was not provided. The patient described a value of 32 mg/dl. Of note, the display device will not show an egv of 32 mg/dl. The display device will show the word "low" for egv 39 mg/dl and below. The reversal of hypoglycemia was not described. The patient was not evaluated at a higher level of care. At the time of the report, the patient was okay with foggy speech. The patient intended to visit a hospital the day of the call. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 30-40 mg/dl difference. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.